Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt had a primary tha on (B) (6) 2007. While putting on his sock, he heard a noise and felt a hip pain on (B) (6), 2010. Pt went to the hospital. The surgeon noticed that the insert was dissociated from the cup on the x-rays. Pt was revised on (B) (6), 2010.